Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. Attempts have been made to gather product ID information and no further info is available. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. No problem was found with the reported devices. Due diligence indicated malunion / nonunion did not occur and no further issues were reported. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: item# 00520001005; lot# unknown. Item# 00520001005; lot# unknown. Item# 00520001007; lot# unknown. Item# 00520001007; lot# unknown. Item# 00521403020; lot# unknown. Item# 00521403020; lot# unknown. Item# 00520404019; lot# unknown. Item# 00520404019; lot# unknown. Item# 00520300615; lot# unknown. G2: foreign - event occurred in italy. H6: proposed component code - mechanical (g04) bar. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial implantation of the xtrafix small external fixation system approximately five (5) years and eight (8) months ago as part of a pmcf clinical study subsequently, the patient underwent a revision/removal of the device approximately four (4) months post-implantation due to malunion of the fracture. Attempts have been made and no further information has been provided.